Manufacturer narrative:
The pump was received with an intermittent button response due to corroded keypad traces. There was no button error alarm during testing. The pump was received with a cracked case at the display window corner, a minor scratched lcd window, a scratched reservoir tube window, a cracked reservoir tube lip, and a missing end cap sticker.

Event description:
The customer reported via phone call that she had been experiencing a button error alarm since 6:46 am this morning. Customer's blood glucose was 161 mg/dl at the time of the incident. Customer might have been lying on it. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.